Event description:
It was reported that three implants failed after robotic placement. No additional information could be obtained associated with the case or patient outcome.

Manufacturer narrative:
The device was not returned. The implant failures were reported by the user. Logfile analysis was performed and there was no indication of a loss of accuracy of the device or device error that could have resulted in the issue noted. A definitive root cause for the implant failure could not be determined based on limited information available. Per logfiles, six ostetomies were completed per plan and five implants were placed partially robotically. Possible reasons for implant failure could be associated with insufficient bone quality, poor oral hygiene, overheating the bone during the drilling process, or other medical or lifestyle choices (smoking or other health conditions). No additional information could be obtained associated with the case or patient outcome.